Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant (ins) and the issue began last night. Patient was charging their implant for 5 minutes then the controller turned off. Patient tried to reset the controller and issue did not resolve. Patient tried to plug the controller to the ac power supply cord but issue did not resolve. During the call patient denied damages on the ac power supply cord and controller charging port. Agent walked patient through removing the battery pack and plugging controller in the ac power supply cord; patient denied controller powered on. Green light displayed on the ac power supply cord. Patient could only see 1 row of pins in the controller charging port. The issue was not resolved. An email was sent to the repair department to replace the controller. Agent advised patient to call back if the issue persisted. 2023-oct-30 (B)(4): patient called back stating that they went through the ac reset of their controller last week and that did not resolve their issue. Patient stated that they are still having controller issues; patient mentioned that they have even gone back to using their old controller sometimes, but that the screen is faint. Patient stated that they put the battery back in their old controller and that it worked. Patient mentioned that they charge every night; when they went to charge last night they got the no stimulation message. Patient then switched to their replacement controller and got a blank screen. Patient stated that when they run their finger over the screen that they get a rumble feeling but that the screen is still blank. Agent walked patient through an ac reset; patient stated that when they plugged into the ac cord that their screen powered on but was white. Agent had patient switch to their old controller to see if it would power on correctly; patient confirmed that the screen powered on and that both of their batteries were at 100% and the controller was charging. Patient mentioned that they're in group b and that their stimulation was off; agent walked patient through turning their stimulation back on. Agent reviewed how to manually turn stimulation on with patient. The troubleshooting did not resolve the issue. Agent sent an email to repair to replace the controller.